Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before inserting the lead into the patient's body, it was noted that the helix of the low voltage lead failed to extend. The low voltage lead was not used and replaced. The patient's condition was unknown.